Manufacturer narrative:
Distributor information: ICU medical, inc. Us service center san jose, ca 95138. Exemption number: e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The complaint was reported by a customer from australia: delivery issue.

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical note: an error occurred during submission this report, only 2 acknowledgements were received therefore this report re-submitted. Exemption number, e2014005.

Event description:
The complaint was reported by a customer from (B)(6): delivery issue.